Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference complaint ID: (B)(4).

Event description:
It has been reported the scope had temporary signal loss from 1 to 2 seconds during use. Scope goes to the dashboard screen and goes back to patient. It happened 9 times at random times within the hour. Storz rep was present. Visually inspected when it came out of sterile packaging. No negative impact in state of health reported. Cross reference MDR:--1221826-2026-00992.